Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the sample revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube was observed. These piercings coincided in position. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and topical skin adhesive was used. After opening the package and before use on the patient, it was found that there was a glass piece jutting out of the ampule and there was a liquid leak found from the jutting part. The procedure was completed successfully. There were no adverse patient consequences. Additional information has been requested.